Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination identified the tip of the device to be fractured. Scratches and other wear marks were noted. The part and lot information was verified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to provide corrections in sections: d4 this report is being submitted to update

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the drill tip broke during surgery. The drill tip was recovered. No further information is available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.